Event description:
Customer reports to have been hospitalized on (B)(6), 2015 with blood glucose of 240 mg/dl. Customer was hospitalized due to high blood glucose. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that drive support cap was normal; no leaks found; time, date, and basal rates were correct; bolus wizard were correct. Customer reports that there were air bubbles in reservoir. Customer was advised that supplies would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.